Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the capture threshold had been rising for the past year, as patient was getting radiation treatments. Patient was asymptomatic due to the issue. The right ventricular lead was capped and replaced on (B)(6) 2018. Patient was discharged without complications and no adverse consequences.